Event description:
Caller reported tandem mobi pump would not power on. There was no adverse impact to the customer¿s blood glucose level. Tandem customer technical support instructed the caller through various troubleshooting steps without success. As a corrective action, technical support arranged for a replacement pump with updated software to be sent to the customer, who will temporarily use multiple daily injections for insulin delivery.